Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant this right ventricular (rv) lead was repositioned due to a dislodgement. A failure to capture was noted with no asystole for more than 2 seconds, and the patient was not pacemaker dependent. No additional adverse patient effects were reported.